Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not function. Per service report, this complaint can be confirmed. During evaluation, it was found that the motor was rusty and stuck. The cable resistance was out of tolerance and o-rings of the device were defective. The motor, motor cable and o-rings were replaced to resolve the identified failures. The device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, defective o-rings and drifting resistance values of the motor cable would have caused the device not to function as expected. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/09/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the shaver device did not function. During in-house engineering evaluation, it was determined that the device had a rusty motor. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.